Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during a open wedge resection of the lung, the surgeon was not able to squeeze the handle or fire the device. Another handle was used and it would not close. With success, a third handle was used with a straight reload rather than a radial one. The two handles have been kept but the reloads were disposed of so they will not be returned only the handles. No medical or surgical intervention was required and there was no injury to the patient.